Event description:
When riding through an open door the rptr's knee would get caught because there was no guide on scooter. It would jam the right hip causing pain. Rptr is concerned because the pamphlet instructions do not discuss where scooter should be used. Also, medical equipment co rptr bought it from, will not fix the axle, which broke, because they charge $8600 and rptr refused to sign to bill medicare. This chair was bought through medicare and medi/cal and they will only pay for one scooter so rptr is now using a manual wheelchair and their mobility is severely limited. Rptr is concerned because they feel that the equipment co is defrauding the gov't and tax payers. The scooter is still under warranty and rptr feels that it should be fixed without billing medicare.